Event description:
It was reported that the patient experienced pelvic pain and pain at the site of their implantable neurostimulator (ins). In addition, it was reported that the ins "battery life was dead." The ins was then replaced. It was also reported that the lead component was replaced but it appears to still be implanted in the patient per the company's device registry. The patient outcome was reported as recovered without sequelae on (B)(6) 2012.

Event description:
Additional information reported the stimulator was replaced but did not note a lead replacement.

Manufacturer narrative:
Product ID 3889-28, lot # v598062, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer,